Manufacturer narrative:
Additional contact details name: (B)(6) e-mail address: (B)(6). Department: bio med occupation: biomedical engineer a getinge field service engineer (fse) had tried multiple time to perform calibration without any resolution. Replaced the touchscreen assembly and it solved the problem. There was no patient involvement, and no adverse event reported. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical use. The maquet failure analysis and testing (fat) department received the touch screen and performed visual inspection of this part received and part looks to be in good condition. Installed the touch screen into the cardiosave test fixture and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision q. The failure analysis and testing department verified the failure of not being able to calibrate the touch screen. " the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. The touch screen failed testing. Sending the touch screen to the supplier for failure analysis as per procedure 0002-07-d008 rev al. Cf-02-apr-24- the touchscreen will not go back to the supplier. This is the final investigation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after doing a separate repair, the cardiosave intra-aortic balloon pump (iabp) units touch screen won't calibrate. There was no patient involvement.